Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer had changed out the cartridge and infusion set, prior to delivering an 8 unit lunch bolus. Three and a half hours later, the customer's blood glucose level (bg) elevated to 479 mg/dl with small ketones. The customer took a correction bolus. At the time of the call, the customer's bg level had lowered to 279 mg/dl. During troubleshooting with tandem technical support, small air bubbles were noted in the luer lock. The customer declined to perform fill tubing to expel the air bubbles. It was indicated that the customer would change the site. Several hours later, the customer's bg level had lowered to 127 mg/dl with trace ketones.